Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The cerelink sensor (ID 826851) was returned for evaluation. Failure analysis: received with sutures and a damaged serial number label. The catheter is stretched approximately 6.2 cm and 15 cm from the proximal end. In addition, kins are present at 21 cm, 93.8 cm and 99.7 cm. Internal wires broken. No further testing possible. Root cause analysis: the possible root cause for this issue could be "alignment of memory contacts is not centered within connector housing". However, based on his report, the supplier could determine the cause of the issue to be mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a cerelink sensor (ID (B)(6)) was implanted on (B)(6) 2025. On (B)(6) 2025, the console's alarm went off and the intracranial pressure (icp) could not be measured anymore. The error still occurred after replacing the cerelink connecting cable, therefore, the device was explanted and replaced on (B)(6) 2025.